Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that during removal of the stylet/mandrel, the tip of the device was inadvertently pulled as well resulting in the reported difficult to remove and thus resulting in the distal sheath to slightly retract and inadvertently deploy the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to use of the 6x80 mm absolute pro self expanding stent system (sess), the protective stylet could not be removed and the stent prematurely deployed. There was no patient involvement. Another device was used to complete the procedure. No additional information was provided.